Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in ireland, this was a case of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach. As reported, the valve embolized into the ascending aorta due to ectopic beat. The patient went to surgery and was doing well post-surgery.

Manufacturer narrative:
Updated h6- type of investigation and investigation findings, corrected h6- investigation conclusions. The device was not returned for evaluation. The complaint for valve embolization into aorta was unable to be confirmed as no relevant imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "valve embolized into the ascending aorta due to ectopic beat. Patient went to surgery and is doing well postsurgery." Ectopic beats are changes in the regular heart rhythm due to extra or skipped heartbeats. They can disrupt rapid ventricular pacing during thv deployment. Rapid pacing disruption can result in loss of capture via sudden delivery system movement, causing the partially deployed balloon/valve to be pushed back into the aorta (e.g. Embolizing into aorta). As such, available information suggests that patient factors (ectopic beat) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.